Manufacturer narrative:
It was reported by (B)(4), an onkos distributor, that a 16-year-old male patient underwent a revision surgery due to an alleged infection of an implanted eleos distal femur replacement on (B)(6) 2024. All inspection and manufacturing data was reviewed for the device lots listed in the table above; the lots were found to be conforming to specifications and no manufacturing abnormalities were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of previously implanted eleos implants.

Event description:
It was reported by (B)(4), an onkos distributor, that a 16-year-old male patient underwent a revision surgery due to an alleged infection of an implanted eleos distal femur replacement on (B)(6) 2024.